Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the fluid leaked from the tip of the foley catheter. The balloon was able to inflate and also stated that the urine might be leaking in the middle of the catheter. Per follow up with ibc via mail on 05nov2021, it was also possible that the urine leakage occurred in the middle of the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter received with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. This meet specification per inspection procedure which states, "pinholes are not permitted". The catheter balloon was deflated with no issues or cuffing noted. The drainage funnel was flushed, with no observed leaks. Solution flowed as intended. This meet specification per inspection procedure which states, "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the fluid leaked from the tip of the foley catheter. The balloon was able to inflate and also stated that the urine might be leaking in the middle of the catheter. Per follow up with ibc via mail on 05nov2021, it was also possible that the urine leakage occurred in the middle of the catheter.